Event description:
A pt was skin-tested in november 1997 with negative results. The pt has been treated every 4 to 6 months with collagen in the nasolabial folds and the vermilion borders. Over the past 12 months, the pt has had 27 cc of collagen. In 1999, the physician administered 4 cc collagen to the pt's nasolabial folds and vermilion borders. The pt called recently to schedule another treatment and mentioned that after the last treatment, pt had developed a sore inside the mouth that lasted 3 weeks before it healed. (Onset date not noted). The physician said the sore could be due to herpes simplex. The pt had not been seen since pt was last treated in 1999. No medical intervention had been prescribed or planned for the sore in the pt's mouth. On a follow-up report returned 03 apr 2000, diagnosis for the sore was determined tyo be herpes simplex. Treatment was oral zovirax. The physician felt the collagen possibly contributed to the herpes outbreak. The pt has no known allergies and no personal or familial history of autoimmune disease. Concomitant medical products: none reported.